Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting effective therapy. Caller is reporting the following about impedances: the caller found a value that was in the "investigate" range on an electrode impedance test when using the a610 app. The caller stated that they had low thresholds during the threshold testing. The caller stated that the best option for programming was c+ 3-. The parameters that the caller provided were c+ 3- programmed to 0.7v. Therapy impedance was ok but the specific value for c3 was 2187 ohms. The caller noted that this electrode pair had an exclamation point next to it (the tablet identifies any monopolar pairs above 2000 with a status of "investigate"). The caller wanted to know if this was a concern and if they should be concerned about the therapy. It was reviewed that the meaning of the impedance indicators and how to evaluate impedance issues. Tss reviewed that therapy is a more important indicator than an impedance that is slightly above what the tablet defines at "ok". The caller indicated the patient was getting good therapy so they were not concerned about the system with this patient. No symptoms were reported. No further complications were reported or anticipated with this event.